Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported that the unit would not operate from ac power. Reportedly, customer stated that the oxygen testing at step 4 steps were out of specification; steps read 1630. Customer swapped the air and oxygen motor controllers and now the unit would not power up. Customer also stated that there was no ac mains led. Customer has verified power to power supply. Customer stated that the unit would operate from battery power but not from ac power. The customer reported there was no patient involvement.

Manufacturer narrative:
Per follow up with the customer, the esprit v1000 ventilator: sn (B)(4), has been removed from service as of (B)(6) 2017.